Event description:
It was reported that during a peripheral atherectomy procedure using the atherectomy h1-m hawkone m in the right superficial femoral artery and right popliteal artery (proximal, mid, and distal segments), the device was inserted and used successfully for 5¿6 passes, after which the thumb switch felt restrained when switching the device off and the nose cone gauge did not appear to register/read correctly. The physician was asked to remove the device, and resistance was encountered at the sheath such that the physician initially could not remove it and required several attempts to advance, turn, and retract before it was successfully removed. After removal, the nose cone was visibly bulged, the flush tool was unable to be removed from the nose cone, and significant plaque remained visible in the flush tool after cleaning and flushing. The vessel was not able to be completely treated and the device could not be reinserted to continue use during the procedure. A 6f terumo pinnacle sheath was used. A ironman 014 guidewire was used. The target lesion was described as calcified and soft tissue with minimal tortuosity and moderate calcification, and the vessel diameter was reported as 6 mm; a 6f sheath and a guidewire were used, embolic protection was not used, and the vessel was pre-dilated. The device was reported to have been removed successfully in tandem without injury or intervention, with no vessel damage reported, and the patient outcome was reported as alive with no injury. A new non-medtronic device was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.